Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Both provided samples show massive groves in the blade window. Damages like these happen, if too much force during use is applied (pressure or used as a lever) and/or insufficient flow through the blade is enabled. The damage of the product is not caused by a production problem or material defect. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a aggr. Pro line shaver blade, sterile according to the information received, the item was used. During cutting the item has lost "small black dots". The doctor suctioned everything after he saw this. Still during the surgery he did not use this item anymore. Due to the fact that they are very small particles, it is not clear whether they were really all removed, or whether the patient will bear any damage from it. Information about patients health was not provided. Additional patient information is not available.